Event description:
Country of complaint: (B)(6). Complaint states: suture is snapping.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open cassette. There are no previous complaints on this code/batch. There are no units in OEM stock. Thread in the cassette received breaks easily because the cassette is already opened and the thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore it must be used within 4 months once opened. Opening date written on the cassette received is (B)(4) 2014 and reception date is (B)(4) 2014. Product was open and used within stipulated 4 months. Stability tests performed guarantee product properties within 4 month after opening the cassette. Actually, there is no objective cause associated to this defect. Considering that this cassette could have been manipulated outside OEM, and this is the first justified complaint due to thread breakage, we take a note of this incidence and in case it is reported, we will open a corrective action.